Manufacturer narrative:
The ge rep conducted an on site investigation. A file systems self check was performed. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not save images and would not boot up. No pt injury was reported.